Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced persistent elevated blood glucose levels above 250 mg/dl for approximately six hours on the first day of ilet use, with two infusion set insertions reported as failed during physical activity and sweating; no issues were confirmed with the active infusion set at the time of the call, and replacement infusion sets were requested and shipped, with subsequent stabilization reported. Symptoms included hyperglycemia. Outcomes included troubleshooting guidance, education, and replacement supplies. Investigation included user interview, review of use conditions, and assessment of infusion site performance. Investigation of this case revealed use-related challenges consistent with early adoption and potential infusion site failures during activity, with no pump functional malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with infusion site or insertion issues and user adaptation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.